Event description:
This is a non-us event. This occurred in canada. Consumer reported that prior to use of an unspecified number of tampons in the past, the string appeared to be short. She did not use the tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.